Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she was going to the e.r. Due to experiencing pain at the lead site and felt 'the lead may be caught'. The patient described the pain as starting at the lead site and then wrapping around the ribs/abdomen or originating from the abdomen. The patient stated, the pain makes it difficult for her to breathe. The patient was advised to turn off stimulation, upon which the patient felt the pain improving. The patient was advised to consult with the physician and instructed to go to the e.r. If the pain worsens.